Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer air dermatome ii was no producing good grafts, and that it was skipping and had jagged edges. It was noted that the blades were changed after every two grafts. No add'l clinical info was rec'd prior to this report.